Manufacturer narrative:
A 2000e (B)(4) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21045810. Further information provided by the customer indicates that the product was damaged, however the nature of the damage was not specified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045810 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported when using the bd alaris smartsite needle-free valve there was damaged tubing. The following information was provided by the initial reporter. The customer stated: "the indwelling needle was used for puncture infusion according to the doctor's advice, but the joint was damaged when the sterile closed infusion connector was used."

Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21045810. Further information provided by the customer indicates that the product was damaged, however the nature of the damage was not specified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045810 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported when using the bd alaris smartsite needle-free valve there was damaged tubing. The following information was provided by the initial reporter. The customer stated: "the indwelling needle was used for puncture infusion according to the doctor's advice, but the joint was damaged when the sterile closed infusion connector was used."